Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving ing dilaudid (hydromorphone) with concentration 1 mg/ml at a dose rate of 0.5150 mg/day and bupivacaine with concentration 11.8 mg/ml at a dose rate of 6.076 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that there was a home visit for a pump refill and dosing increase. The refill interval was 34 days. A significant volume discrepancy occurred where the actual residual volume was 30 ml versus the expected residual volume of 6.7 ml. It was noted that a call was made to the physician who was not concerned. It was noted that the physician was informed that the patient was to call to have their pump evaluated as instructed. It was further noted that they would hold off on any further increases until the pump was evaluated. The fill volume of the pump was 40 ml (pump capacity was 40 ml). No bleeding, bruising, or clear fluid was seen leaking from the pump site. The pump site was clear and dry with no swelling. The catheter site was assessed as healed with no swelling or cording. The pump was implanted on the right lateral side with catheter access port in the 9 position. It was noted that the patient reported limited clinical efficacy. It was indicated that there were no known environmental/external/patient factors that may have led or contributed to the issue. No diagnostic tests/troubleshooting were performed at this time. The patient was being referred for a rotor and dye study, but the local facilities were performing emergency interventions only due to at capacity status. No interventions or actions were taken to resolve the issue. No surgical intervention occurred, and no surgical intervention was planned. The issue was not resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. The patient's weight and medical history were noted as having been requested but were unknown. As per the pump refill procedure notes, the pump administered hydromorphone (1 mg/ml) at a dose rate of 0.6968 mg/day and bupivacaine (11.8 mg/ml) at a dose rate of 8.222 mg/day. The next scheduled visit / refill was approximately (B)(6) 2020.

Manufacturer narrative:
B1 correction: product problem only was previously indicated in error and has been corrected in this report to reflect adverse event (&) product problem. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the patient had been referred for a dye rotor study and stated local hospitals were not currently scheduling non-emergent procedures. The cause of the volume discrepancy and limited efficacy was to be determined. Actions/interventions were to be determined. The issue was unresolved. The device remained in use.